Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a cracked top case and broken plunger cases. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a leadscrew that does not operate as intended. Actions were taken to mitigate the reported issue: replaced leadscrew. Performed occlusion test and all functional tests which passed. (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.